Event description:
See MFR # 3004209178-2010-10048. The impedence measurements were greater than 2,000 ohms with some of the unipolar pairs: 0&2, 0&3 and 1&3. The pt was not using those electrode combinations within programming. The pt's right side symptoms were getting worse. Add'l info has been requested.

Manufacturer narrative:
(B)(4).